Event description:
Customer was admitted to hospital for high blood glucose and diabetic ketoacidosis. Customer had been on the infusion set for 4 days and did not follow the 2 high blood glucose rule. Customer's family member confirmed that pt did not treat for high blood glucose appropriately, pt came home from school where they had tested their blood glucose and it had been at about 200 pt they were already feeling sick and just went to sleep in 2005 and then at 2:ooam pt was hospitalised, however even after being at the hospital the infusion set was still not changed. Pt also has asthma, has a cold and has been taking various other medications(steriods) in addition that day. Also, they had their breathing treatment for their asthma.